Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was going to send the catheter back for analysis.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that in approximately (B)(6) 2017 there was a kink in the catheter at the lower edge of the index anchor so the hcp replaced the whole catheter on (B)(6) 2017. The rep inquired assistance with clearing the old drug in the inner pump tubing since they would be changing the drug in the reservoir. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Analysis of the implantable catheter body (serial # (B)(4)) identified a kink in the catheter body which caused the catheter to become occluded. If information is provided in the future, a supplemental report will be issued.